Manufacturer narrative:
510k: the type of thv valve is unknown; however, these are the possible 510k number for sapien xt and sapien 3: p110021, p130009 and p140031. Bibliography: andres m pineda, m. J. Et al (2020). Transcatheter aortic valve replacement for patients with severe bicuspid aortic stenosis. American heart journal, 105-112. Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. Mi related to the tavr procedure and the valve implant will manifest intra-procedurally or in the immediate post-operative period and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on tavr complications, the peri-procedural interval is inclusive of all events that begin within 72 hrs of the index procedure. Mi¿s that occur after the peri-procedural period (>72hrs) are typically related to the patient¿s underlying coronary disease. There are multiple patient factors that could put the patient at risk for mi during the tavr procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, per article a patient in the sapien group experienced a myocardial infarction the cause of the infarction is unknown as the article did not provide detailed information. However, may be due to the mechanism described above. Other potential contributing factors are unknown as limited clinical information was provided in the article. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A single-center study was published in the journal article "transcatheter aortic valve replacement for patients with severe bicuspid aortic stenosis". The study period was april 2011 to november 2016 and compared the outcomes with tri-leaflet aortic valves (tav) treated with tavr. The present analysis was limited to patients who underwent treatment with the commercially available balloon expandable valve system and included 232 patients treated with edwards sapien, sapien xt or sapien 3. The aim of the study was to evaluate the outcomes of transcatheter aortic valve replacement (tavr) in patients with bicuspid aortic valve stenosis (bav) and compared them with those of tri-leaflet aortic valves (tav). This complaint represents the patient who experienced a myocardial infarction that occurred in the balloon expandable valve system (sapien group) during the study period.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This supplemental MDR is being submitted for reference of mfg. Report numbers for this complaint. This is 2 of 5 reports being submitted for this complaint; reference mfg. Report numbers: 2015691-2020-12305, 2015691-2020-12307, 20205691-2020-12309 and 20205691-2020-12310.